Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date.

Event description:
Medtronic received information that 1 year 9 months post implant of this aortic mechanical valve, the device was explanted and replaced with a mechanical valve for unknown reasons. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicated that the patient presented with a recurrent pseudoaneurysm of the aortic graft. The physician noted that the pseudoaneurysm was easily visualized after a clot was removed and could be seen bleeding from a previous pericardial patch. The physician dissected around the native aorta just below the takeoff of the right common carotid artery and left common carotid artery. The physician explanted the previous aortic graft along with this mechanical valve. The physician implanted a 23 mm mechanical valved conduit. The post operative mean gradient was 6mmhg. No further adverse patient effects were reported.